Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed foam particles inside the assembly. Additionally, the technician noted dust/dirt contamination inside the device; the evaluation of the device data also identified unrelated error codes. Specifically, the pca requires replacement due to error code e-146 (error in verifying the flash drive format on device start up). These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No repair was performed. The device was scrapped by the service center after the evaluation was completed.